Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres for 5 seconds and on the second inflation at 10 atmospheres for 10 seconds. However, during the third inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick2 balloon catheter. The balloon was loosely folded. There was blood and contrast in the inflation lumen. The length of the balloon was longitudinally torn. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation, a 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres for 5 seconds and on the second inflation at 10 atmospheres for 10 seconds. However, during the third inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.